Event description:
The following has been reported: error 01-0001. Motor rotation. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
Device history record was reviewed and one event could be link to the reported event, but without more information, further investigation can't performed. Device log history was not provided therefore no review could be performed. "The reported device was not returned to brézins for investigation. According to the received photo, the reported event is confirmed. Despite several requests for the device return and attempts to collect additionnal information, we did not receive anything that would allow us to identify the actual root cause of this event / to go further with this investigation. Therefore, the root cause of the reported issue could not be identified. However, if we do get information later on we may re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety. This complaint was added in our trend for statistical follow up." This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk for this issue as per our local procedure, we initiated no action.